Manufacturer narrative:
Per additional information received on june 23, 2023 the baker grade of capsular contracture updated to IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The patient's sex has been updated to female. Additionally, an manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 275cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.